Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that the infusion set cannula was kinked, within 3 hours of insertion. The insertion site of the infusion site was at abdomen. Blood glucose at the time of event was noticed 300 mg/dl - 400 mg/dl. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.